Event description:
After about two hours work on a patient, the gas supply of the unit stopped at 10:30 hrs. Error message displayed on monitor "gas supply hose pulled out" and "02-gas level too low". Unit was removed from the patient without being switched off and was connected elsewhere to a test lung. After about 20 minutes the unit operated again. The log showed after the time of the incident only "power down".